Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). After the closure device was released, a 2mm thrombus was observed on the threaded insert of the device. The procedure was completed and the patient received overnight heparin in response to the thrombus.